Event description:
The complaint received states that during use two deltaplush coils (cpl100408-30/c15465) & (cpl100206-30/c13817) were impeded in the microcatheter. The procedure was coil embolisation for dual arteriovenous fistula in right superior sagittal sinus that was mildly calcified but the level of tortuosity was unknown. The patient was a male of unknown age. Dob and weight unknown. During the procedure, while advancing a deltaplush (cpl100408-30/c15465, complaint product) in an unspecified microcatheter (excelsior 1018/stryker, type unknown), it got stuck into the microcatheter. The report did not indicate when and where exactly it occurred. Then both the deltaplush and the microcatheter were safely removed as a unit from the patient and the procedure was continued using a new coil (cpl100206-30/c13817, complaint product) and the same microcatheter. However, after that, same thing occurred using the replaced deltaplush. Therefore both the deltaplush and the microcatheter were safely removed again as a unit from the patient and the procedure was also continued using a new unspecified coil (brand name and size unknown) which could pass through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. According to the sales rep, the possible cause of the event was due to difference in inner diameter between the coil and the microcatheter. Although he explained that the properly-sized microcatheter should have been used with the above coils, the physician tried to insert them into the microcatheter and could not deliver to the target lesion. The complaint products were new and were stored per labeling instructions.

Manufacturer narrative:
The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. No additional information is available. There was no patient injury/complications reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4), report 2 of 2.

Manufacturer narrative:
(B)(4), report 2 of 2. The complaint received states that during use two deltaplush coils (cpl100408-30/c15465) & (cpl100206-30/c13817) were impeded in the microcatheter. The procedure was coil embolisation for dual arteriovenous fistula in right superior sagittal sinus that was mildly calcified but the level of tortuosity was unknown. The patient was a male of unknown age. Dob and weight unknown. During the procedure, while advancing a deltaplush (cpl100408-30/c15465, complaint product) in an unspecified microcatheter (excelsior 1018/stryker, type unknown), it got stuck into the microcatheter. The report did not indicate when and where exactly it occurred. Then both the deltaplush and the microcatheter were safely removed as a unit from the patient and the procedure was continued using a new coil (cpl100206-30/c13817, complaint product) and the same microcatheter. However, after that, same thing occurred using the replaced deltaplush. Therefore both the deltaplush and the microcatheter were safely removed again as a unit from the patient and the procedure was also continued using a new unspecified coil (brand name and size unknown) which could pass through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. According to the sales rep, the possible cause of the event was due to difference in inner diameter between the coil and the microcatheter. Although he explained that the properly-sized microcatheter should have been used with the above coils, the physician tried to insert them into the microcatheter and could not deliver to the target lesion. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. No additional information is available. There was no patient injury/complications reported. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.